Event description:
It was reported to philips that the collimator wedge was stuck and valves failed during use on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the nicol v4 cv collimator, returning the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).